Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: strip issue or/and user had high glucose value. Manufacturer scheduled an urgent call within 24 hours from the initial call for knowing customer condition;customer informed was at an ER at same day of initial call, the hospital's nurse confirmed high glucose over 600mg/dl;customer treated with insulin;customer discharged four hours later. Customer informed that feels well. Customer is not interested on product replacement.

Event description:
Customer complains of hi results (more than 600mg/dl). Pharmacist of (B)(6) pharmacy called on patients behalf. She explained that his meter keeps marking hi instead of a numeral result and wanted to know the meaning of the display. The pharmacist and customer was made aware that the hi display is a warning which means that the patient result is out of range with results higher than 600mg/dl. Customer described that he feels very fatigued and that his vision is very blurred. Customer explained that the doctor just prescribed him a medication that he thinks is affecting is glucose levels. The pharmacist verified that the patient is currently taking steroids. The patient may seek medical attention.